Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device's battery will only hold a charge for around 30 minutes. It was also reported that the device will engage in monitoring. There were no consequences or impact to the patient.